Event description:
It was reported that the patient presented for a device change procedure. During the procedure, it was noted that the new leadless pacemaker (lp) exhibited high capture thresholds. The lp was removed and replaced with a single chamber transvenous pacemaker. The patient was in stable condition.

Manufacturer narrative:
Reported event of inadequate capture was not confirmed. Final analysis noted no anomaly on the helix. Further analysis performed, including output verification found no anomalies contributing to reported event of capturing problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.